Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported programming error which was not reproduced but clarified as a system error 345 alarms during a review of the event history log. The event history log (ehl) review was performed and revealed multiple events of system error 345 on the last days of customer use. The customer did not provide additional, clarifying information regarding the programming error, however the occurrence of a system error 345 would not allow the pump to run as intended after programming an infusion. The evaluator determined that the upstream sensor required replacement. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a programming error. There was no patient involvement. No additional information is available.